Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b4, b5, d4, e1, g1, g3, g6, h1, h2, h3, h4, h6, h11. No product was returned. Review of the provided pictures confirmed the lid was broken off of the housing. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ chile. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that aseptic battery housing lid broke during hip surgery. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.